Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/14/2023, it was reported by an arthrex employee via email that during an office visit, the doctor mentioned that an arthrex tool used for surgeries gets too hot that it leaves a burn mark, "like a brand," on his patients. No further information was provided. Additional information received on 4/19/2023: part number ar-8741-14 guidewire, 1.4 mm, for 3.5 mm and ar-8741-16 capital fragment guidewire 1.6mm were provided. Additional information received on 4/19/2023: per the sales representative that was present during the procedure, this was a mis bunion surgery, the exact date is unknown. It is also unknown which part ar-8741-14 or ar-8741-16 caused the patient's burn. Additional information requested.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device and excessive force applied during insertion.